Manufacturer narrative:
We evaluated the electrode and found insulation melted; we cannot confirm cause.

Event description:
Allegedly, during a lap tubal procedure, when instrument was used on tissue it started to smoke heavily and then element stopped working. Visible melting on tip; made it difficult to remove from trocar. Procedure was completed with other instrumentation; there was no injury to the patient.